Event description:
A contact lens dispenser reported that a pt was dispensed replacemens in 5/98. She was not seen again until she returned in 12/98 with the complaint of irritation. She reported to the dispenser that she had removed her contact lenses one week earlier. The dispensing dr referred her to an ophthalmologist. The ophthalmologist found a contact lens in her right eye and allegedly diagnosed a corneal ulcer right eye. The pt reports she is still under treatment and has vision loss in her right eye. Several attempts have been made to speak with the ophthalmologist. He has not confirmed the event or provided any info. The pt has not provided written authorizaiton to the opthalmologist for release of her medical records.